Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code into its memory that's indicative of a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the device's therapy pcb and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to electrically damaged processor u21, on therapy pcb assembly.

Event description:
The customer contacted stryker to report that their device had logged an event code into its memory that's indicative of a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.